Manufacturer narrative:
This product is not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted and exchanged with shorter lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a v4c implantable collamer lens. The lens was explanted 3 days after being implanted in the patients eye, due to high vault with appositional angle closure. Icl (implantable collamer lens) was exchanged with a smaller size lens.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a v4c implantable collamer lens. The lens was explanted 3 days after being implanted in the patient's eye due to high vault with appositional angle closure. The reporter also stated that "excessively high vault led to raised iop". A smaller size lens was implanted later. (B)(4)